Event description:
Customer reported generator overload fault error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube and temperature sensor. System operates as intended.